Event description:
It was reported the lead demonstrated an intermittent increase in impedance measurements. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on all conductors. The proximal conductor was melted. The inner tubing was kinked/buckled. The outer insulation was melted. There was cosmetic environmental stress cracking and a cosmetic depression on the outer insulation. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis revealed there was apparent explant damage.